Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent dislodged from the delivery system. Vascular access was obtained using a contralateral approach. The target lesion was located in the "heavily diseased and calcified" common iliac artery. A magic torque guide wire was placed across the lesion and a 6fr non bsc introducer sheath was placed over the bifurcation. Significant resistance was encountered while advancing the 7.0x40mm express stent and while attempting to cross the lesion, the express stent dislodged from the delivery system. A snare was utilized to successfully remove the stent from the patient. Using an ipsilateral approach, the procedure was completed with another of the same device. There were no additional patient complications reported and the patient's status is fine.